Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm was verified in the history screen. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a motor position encoder error. The blood glucose at the time of the incident was 327 mg/dl; treated with manual injection. Troubleshooting was performed. The device was returned for analysis.